Event description:
The clinic reported that the device was explanted due to electrode migration. Reportedly, 4 electrodes were extra cochlear at explantation. Per explantation report lignospan was infiltrated into the region of the old package and there was a concern that the package was breached so the old ci was explanted and replaced with a new one. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Reportedly four channels were found extra-cochlear during explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic reported that the device was explanted due to electrode migration. Reportedly, 4 electrodes were extra cochlear at explantation. The user was re-implanted.